Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the 6f/7f mynx control vascular closure device (vcd) was put in place and the balloon was inflated and in contact with the artery, the pressure indicator shows that the balloon deflates. As a result, the mynx control does not work, and the artery has to be compressed with a pressure dressing compression bandage. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot: f2103601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, when the 6f/7f mynx control vascular closure device (vcd) was put in place and the balloon was inflated and in contact with the artery, the pressure indicator shows that the balloon deflates. As a result, the mynx control does not work, and the artery has to be compressed with a pressure dressing compression bandage. The activity carried out with a loss of time and/or quality. There was prolongation of care. There was no reported patient injury. As per the sales rep, this was a common problem that occurs with different surgeons. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator window. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on the sheath catch. The sealant was not returned with the device. Per functional analysis, button 2 was reset to its factory setting. Inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported event. A product history record (phr) review of lot f2103601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrect prep of the balloon during the preparation phase, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 6f/7f mynx control vascular closure device (vcd) was put in place and the balloon was inflated and in contact with the artery, the pressure indicator shows that the balloon deflates. As a result, the mynx control does not work, and the artery has to be compressed with a pressure dressing compression bandage. Activity carried out with a loss of time and/or quality. Prolongation of care. There was no reported patient injury. The device will not be returned for evaluation. As per the sales rep, this was a common problem that occurs with different surgeons.